Event description:
A complaint was reported by a distributor in sweden regarding a cartridge alarm, identified as alarm 20, that occurred during pumping. There was no reported impact on the customer¿s blood glucose level. Upon verifying the alarm in the pump's history and following proper procedures with a second cartridge, it was decided that the pump needed replacement. Although the customer declined to provide details on backup insulin therapy, a replacement pump was provided, and instructions for returning the faulty pump were given.